Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs wil evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) contacted the patient. The patient stated that the alleged product issue began on around 2 months ago. When she obtained alleged glucose results of 89 and 93mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she has since had several readings that she felt were reading high however, was unable to recall them. The patient manages her diabetes with oral medications, diet and /or exercise and reported making no change to her usual diabetes routine as a result of the alleged high results. The patient stated that the following morning she had developed symptoms of dizziness, sweaty, blurry vision and fell to the floor. She reported that she self-treated by drinking some milk or sweet juice. The patient denied that she obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips involved were stored correctly and had not expired. The patient did not have control solution to perform a test. The patient's products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.